Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (06/02/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings:: the test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying and "error 5" and an unknown/unspecified message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 7:00am. The patient claimed she is on combinations of oral medications (amaryl) and insulins (lantus and byetta) to manage her diabetes. At the time the alleged issue began, the patient denied taking any action regarding her diabetes management routine. The patient reportedly began to feel shaky, hot, chilly, and was feeling weakness in the legs a day after the alleged issue began. In response to her symptoms, the patient claimed she treated herself with food and/or drink. At the time of the alleged issue, the patient denied testing on any other blood glucose device. At the time of troubleshooting, the cca noted this was not the first time the patient had used the subject meter, the meter was not misused, and the patient's process for testing was correct. The alleged issues were not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of a serious injury after the alleged issue began.